Event description:
It was reported that three (3) homechoice cassettes leaked from an unspecified location; further described as "found some fluid around the door/ rectangular part of the cassettes." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred over the past three (3) months. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.